Manufacturer narrative:
The field service engineer determined there was an issue with damaged wires connected to a connector. The connector was checked and fit fine. A new lid was fitted on an ise unit. The operation of the analyzer was checked. Calibration and controls passed. The issue was resolved after the intervention. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The initial sample values were reported outside of the laboratory. An ise noise error also occurred on the analyzer. No units of measure were provided. The first sample initially resulted in a na value of 148, which repeated as 142. The second sample initially resulted in a na value of 134, which repeated as 142. The third sample initially resulted in a na value of 146, which repeated as 138. The na electrode lot number and expiration date were requested, but not provided.